Manufacturer narrative:
Concomitant medcial products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient receiving morphine (the concentration and dose were unclear as it was reported as 1 mg/ml at 3.7 mg/day and 10 mg/ml at 3.45 mg/day) via an implanted pump. The indication for use was non-malignant pain. The patient's medical history included diabetes. On approximately (B)(6) 2015, the patient's body rejected the pump. There was a confirmed infection and redness around the pump pocket. The pump had started to work itself out/erode and was visible through the skin. This had occurred gradually. It was noted that the patient was swabbed when initial problems were noted and the results were negative. Per the physician, it was more of a body rejection issue that initially wasn't infected, but had subsequently become infected. The pump was explanted. The catheter was tied off for future use if allowed. The patient was undergoing allergy tests to see if it was the pump's material that was the problem. The tests were going to be done once the patient had fully healed. It was thought it would be 2-4 months before the test results were known. The patient status was reported as "alive-no injury" the event was reported to be resolved.